Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2011 and mesh was used. On (B)(6) 2012, the patient experienced evisceration and underwent a re-operation. The tissue had separated from the mesh and it did not adhere to the intestinal loops. Fasciitis and infection were observed. A new mesh was placed. The patient died on (B)(6) 2012 of respiratory failure. Additional information has been requested.

Manufacturer narrative:
Fasciitis. Infection. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. In addition, a review of the lot sterilization records was conducted. This review did not identify any quality concerns and the lot met all release criteria

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Additional narrative: the mesh placement on (B)(6) 2011 was an open abdominal procedure for repair of a primary incisional hernia. Concomitantly, the patient underwent a splenectomy. Immediately prior to the mesh placement, the patient was given prophylactic antibiotic treatment. The hernia was high and the central giant defect prevented primary closure of the abdomen. The patient being intubated may have been a triggering event before the evisceration occured. The site of the infection and inflammation was the abdominal fascia. The onset date of the fasciitis and infection was four weeks after the initial procedure. The official cause of death was bronchoaspiration. There was no autopsy performed due to a natural death and no autopsy is planned. The physician opined the causal and contributing factors for the evisceration were age, obesity, the site operated on, and comorbidities. The physician opined that chronic steroid use and obesity were causal and contributing factors for the surgical site infection, and that wheezing contributed to the patient's death. Patient (B)(4) - bronchoaspiration.